Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance issue could not be conclusively determined. (B)(4).

Event description:
During a follow up, the high voltage lead impedance was noted to be out of range. The device was reprogrammed to resolve the issue and the patient condition was good.